Event description:
Subsequent to the initial report, additional information reported that the increased mr was found approximately 3 weeks after the initial procedure, during a follow up appointment. No additional information was provided.

Event description:
This is being filed as the implanted clip (40623u2/(B)(4)) was only able to be attached partially to the posterior leaflet and the mitral regurgitation grade increased. Another mitraclip procedure was performed and is considered medical intervention. It was reported that on (B)(6) 2014 a mitraclip procedure was performed and one clip (40623u2/(B)(4)) was implanted reducing the degenerative mitral regurgitation (mr) grade from 4 to 1. The mr grade returned to 4. There was a big prolapse at the posterior leaflet and only a part of the posterior leaflet appears to be fixed in the clip. The recurrent mr appears to be caused by the prolapse and it was unknown if the clip contributed to it. A second mitraclip procedure was performed on (B)(6) 2015. As the clip (40923u1/(B)(4)) was to be placed medially to the implanted clip, visualization and leaflet insertion assessment was difficult due to the previously implanted clip. Although it was difficult to grasp the leaflets due to the medial placement, the clip was able to be placed on the leaflets and deployed. However, one minute after deployment, the anterior mitral valve leaflet "dissolved" and the clip was no longer attached to it. No additional clips were implanted and post procedure the mr grade remained at 4. Surgical mitral valve replacement was performed the next day. Post surgery, the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the mitraclip was explanted and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other clip delivery system (40923u1/(B)(4)) is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4) - date of event estimated. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets (partial clip movement) can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the failure to adhere or bond to the leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported failure to adhere or bond to the leaflets cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effect of mr (worsening) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no non-conformances for the lot. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.